Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The dates of the events are unknown; however, according to the article, the valves were implanted from (B)(6) 2018 to (B)(6) 2023. Thus, the last day of the reported study period ((B)(6) 2023) was used as the occurrence and implant date. Article citation: zayat, r., et al (2025). Sex-related differences in prosthesis-patient mismatch following aortic valve replacement with the edwards intuity valve system. Frontiers in cardiovascular medicine, 12, 1666443. Https://doi.org/10.3389/fcvm.2025.1666443. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the article received from germany, "sex-related differences in prosthesis-patient mismatch following aortic valve replacement with the edwards intuity valve system", the following events were identified as related to ew devices: 23 patients (20 males and 3 females) with 8300ab valves of unknown sizes implanted in the aortic position underwent a postoperative permanent pacemaker implantation due to unknown reasons. No other information regarding the outcomes of the patients was provided.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed. Since no edwards defect was identified, corrective or preventative actions are not required.